Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: pulmonary artery perforation after percutaneous left atrial appendage closure: two case reports and review of literature.

Event description:
The article, "pulmonary artery perforation after percutaneous left atrial appendage closure: two case reports and review of literature", was reviewed. The article presented a case study of an 83-year-old female patient with paroxysmal atrial fibrillation (paf), hypertension, diabetes mellitus, non-ischemic dilated cardiomyopathy, and recurrent major gastrointestinal (gi) bleeding while taking either warfarin or rivaroxaban. It was reported that on an unknown date, a 28mm amplatzer amulet was chosen for implant. Left atrial appendage (laa) landing zone measured 24mm via computerized tomography (CT) and 23mm via transesophageal echocardiography (tee). The device appeared well-compressed and positioned in the absence of pericardial effusion. It was then reported approximately 5-7min after deployment, the patient suddenly developed hypotension, bradycardia, and confusion. A transthoracic echocardiography (tte) revealed cardiac tamponade and a decision was made to perform emergency pericardiocentesis. Despite intervention, hemodynamic instability persisted. The patient was then reintubated and underwent emergency surgical intervention. Intraoperative findings confirmed pulmonary artery perforation, which was surgically repaired. However, spontaneous circulation could not be restored and the patient passed away due to refractory cardiogenic shock. [(B)(6)].

Manufacturer narrative:
As reported in a research article, pulmonary artery perforation after percutaneous left atrial appendage closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B2: death date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: pulmonary artery perforation after percutaneous left atrial appendage closure: two case reports and review of literature.